Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump was unable to verify unexpected restart alarm or perform the functional testing, including the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. Moisture damage found on lcd board. The insulin pump had cracked case at display window corner and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump battery compartment was corroded. The customer also reported that the display went blank immediately after being exposed to moisture. The customer's blood glucose was 149 mg/dl at the time of incident. The customer stated that the insulin leaked into the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.